Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The motor passed the motor test. The device was also received with cracked display window corners, and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that the alarm occurred more than 3 times. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.